Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model pcb00 +24.0 diopter) did not unfold once inserted into the patient's eye. Reportedly, the surgeon finished the procedure with another lens. The first lens was disposed of by the customer. No further information was provided.